Event description:
This is a case report received by baxter (B)(4) as a result of a filter issue which resulted in high pressure in the circuit. Reportedly, a hf12 filter, lot number 0910290027 failed. It was reported that a return pressure sensor had burst off the device whilst in use. As a result, the nurse caring for the patient was exposed to blood. Therapy commenced and the machine had been running, performing therapy for over 24hrs. It was later noted on another shift that the aquarius at 23:00hrs was alarming "high pre filter pressure." The device was being prepared to wash the blood back to the patient and discontinue treatment. While preparing to do this, the return pressure sensor ruptured exposing the nurse and the machine with blood from the circuit. The circuit was thrown out and the machine was washed down before being wheeled back in the store room. Reportedly, the review the of the history did not reveal "check transducer" alarms and the return pressures were 50-80mmhg. The device had been running without concerns before this. The machine was performing cvvh, 2000ml/hr with a blood pump speed of 200ml/min. The machine has been returned to use, as the device passed the self test and the (B)(6) required the machine for another patient urgently. The hospital contact confirmed no patient harm and "condition now is fine." No patient details were provided. This event is being reported due to the potential risks associated with exposure to blood.

Manufacturer narrative:
Device is evaluated in-situ; evaluation expected but not yet received at the time of this submission. Date of manufacture will be submitted upon receipt of the device history review. Method, result and conclusion will be submitted in a follow up submission concurrently with results of the device history record review.